Event description:
Rockwell pin broke off during extraction at the medial nut/pin interface. All parts were removed from the patient; however, a two (2)-hour surgical delay resulted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation, once it has been completed.